Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent deformed in vivo post deployment. The deformation occurred after the device was placed and opened at the lesion. The stenotic lesion being treated was non-tortuous and mildly calcified with 85% stenosis in the mid right coronary artery (rca). The device was inspected prior to use with no issues. Negative preparation was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered advancing the device. Excessive force was not used during delivery. The procedure was completed with medicine balloon dilation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A dislodged stent was received for analysis. The delivery system was not received alongside the dislodged stent. Deformation was evident to the dislodged stent with struts stretched and bunched. Stent struts do not appear to have been expanded. No other deformation evident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.